Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable, which also the pump also received a power source alert. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate usb cable. There was no adverse impact to customer's blood glucose level.